Manufacturer narrative:
Updated fields - e1 (initial reporter, event site city, event site address). Due to character limitation, below field are added from e1- telephone number- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection, cardiosave intra-aortic balloon pump (iabp) pump did not rotate. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected data: b5, h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor. The unit passed all factory specified performance and safety index tests. The iabp was returned to the customer for clinical use.

Event description:
It was reported that during an inspection, the cardiosave intra-aortic balloon pump (iabp) would not rotate, and the balloon was not inflated. Automatic inflation was limited. There was no patient involvement.